Event description:
The customer reported that the device displayed an error 10003. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device displayed an error 10003. There was no patient involvement. The customer's biomed confirmed the error. The customer replaced the power pca and the device is operational.